Event description:
The customer reported the image on the subject device was not displayed and could not be restored, along with an unspecified error code. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed an e218 error (scope error) with no image displayed, and it was found to be due to a damaged electronic board. Additional defects found by service: the video connector was cracked due to external forces. The inner wire braiding of the bending section was damaged. The adhesive at the distal end demonstrated deterioration due to wear and the cleaning, disinfecting, and sterilization processes over time. Several of the device components demonstrated scratches and wear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that phenomenon occurred likely due to the defect of the image sensor unit, failure of internal board of the video connector unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.